Manufacturer narrative:
Continuation of d10: ICD ddpa2d4 implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was hospitalized after experiencing a dull pain that felt "prickly". The patient experienced a perforation from the right ventricular (rv) lead, which was noted to have dislodged. A thoracotomy was performed, and it was found that the patient also experienced a pneumothorax. The rv lead had perforated the pericardium by approximately two centimeters, and stimulated part of the patient's lung. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.